Event description:
A (B)(6) distributor contacted zoll customer support to report damaged response buttons on an italian pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. Upon investigation the front response button cover and metal dome were missing and the monitor was unable to power up. The power-up failure was caused by bent pins on the j1 battery connector. The root cause for the bent connector pins could not be positively identified, but the damage likely resulted from excessive force while inserting a battery pack into the monitor. The root cause for the damaged response button cannot be positively identified but was likely physical abuse. No adverse event resulted from the bent j1 pins and damaged response button.